Event description:
Information received by medtronic indicated that the customer stated that all the buttons were not sensitive. Insulin pump had battery out limit alarm and they were not able to cancel it. No harm requiring medical intervention was reported the insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.